Event description:
A pump malfunction alarm was reported with a displayed malfunction code, malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting the pump and reconnecting the continuous glucose monitor. The customer was instructed to reload the cartridge and continue using the pump, with the understanding to call back if the malfunction recurs.